Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) stated in dwell 3 he received a se 2240 in the past two therapies. The hp stated when he cycles power he gets a se 2367 and then if he turns off the machine for a while, the machine will go back to press go to start. The baxter technical service representative (tsr) explained the alarm and asked if the hp has any unused supply lines. The hp stated yes. The tsr asked if the hp had the clamp open on the unused supply line. The hp stated yes and the tsr explained the machine could take outside air down the unused line and cause the alarm. The tsr instructed the hp to make sure the clamp was closed on the unused line. The hp understood. The tsr suggested the hp call when having the alarm so baxter could troubleshoot. The call completed. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The hp stated that the error message occurred due to the hp disconnecting during dwell and did not clamp the line. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.